Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the pump having rotated in the pocket, it was indicated that the pump was flipped. Regarding the cause of the pump having flipped it was noted that the cause of the issue was that the patient had lost significant weight. The catheter was revised at the pump pocket. The catheter would not be returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, partially explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was currently receiving hydromorphone with concentration 300 mcg/ml and bupivacaine with concentration 15000 mcg/ml via an implantable pump for non-malignant pain. The current dose rates of both pump medications were unknown. It was reported that a catheter event was confirmed. The patient had experienced a feeling of withdrawal and the pump had been rotating in the pocket two days ago, so on (B)(6) 2019 they brought the patient in for a catheter revision. The hcp had opened the pump pocket and confirmed the catheter was kinked and twisted. It was indicated that there were no issues with the spinal segment, and it was in t8 as expected. At the time of the revision they removed 18.5 cm of catheter and added a new pump segment. They were able to aspirate from the catheter access port (cap), so they planned to prime the new catheter and the cap. No further patient complications have been reported as a result of this event.